Manufacturer narrative:
The tip was returned and the evaluation is pending. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A customer reported that while performing a thermage treatment, they observed an arc or spark coming from the tip twice. The customer replaced the tip to finish the treatment. No visible damage to the tip was reported, it is unknown if the tip was inspected during the treatment. No patient injury was observed or reported.

Manufacturer narrative:
The tip was returned and evaluated. The tip passed flow and thermistor testing, but failed the leak test. The tip also failed for visual inspection, for due to the observation of dielectric breakdown. No functional testing could be performed due to dielectric breakdown being observed. A review of the manufacturing records showed all requirements were met. No patient injury occurred during treatment. Service confirmed damage on the tip membrane along the radio-frequency trace. Investigation found flame/spark from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio-frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns.